Event description:
It was reported that the patient experienced a syncopal episode. Upon interrogation, oversensing was noted on stored egm of the ventricular lead due to noise. The lead was explanted and replaced.

Manufacturer narrative:
Only 55cm of the distal portion of the lead was returned. Internal abrasion was noted at 7.8 to 8.6cm from the distal tip. The rv cables were visible, but the etfe coating was intact. Internal insulation abrasions were noted at 10cm to 13.4cm from the distal tip. The re cables were externalized, but the etfe coating was intact. Normal coil continuity was measured for the returned portion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.